Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent with foreign material on the lens, specifically debris throughout the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/3.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2023. This did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).